Manufacturer narrative:
The manufacturer previously reported the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to an unknown device. The manufacturer received information from the patient alleging "death". Medical intervention was not specified. The cause of death was no provided. The device has not yet been returned to the manufacturer for evaluation. Should any additional information be received, a follow-up report will be filed. The product associated with this complaint was not returned to the manufacturer. This report is being sent to conclude that no further investigation is possible. No device has been returned. No further evaluation is possible at this time. Multiple attempts to have the device returned for evaluation and investigation were unsuccessful. In addition, CAPA pr 7211 documents the investigation into similar complaints, correction/removal activities have been initiated (refer to h.9), and complaint code trending is reviewed on a periodic basis to evaluate field quality performance, and as an input to risk management activities. This pr is being closed at this time since no report is required.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to an unknown device. The manufacturer received information from the patient alleging "death". Medical intervention was not specified. The cause of death was no provided. The device has not yet been returned to the manufacturer for evaluation. Should any additional information be received, a follow-up report will be filed.